Event description:
Product was injected to treat laugh lines and wrinkles. The pt is now experiencing swelling because the product is moving around. Pt is having trouble finding someone to explant the product.